Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00x16mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the distal end of the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.